Event description:
Information received indicates the brake will engage but will not hold.

Manufacturer narrative:
The technician found the screw broken off in the hex rod. The technician replaced the screws and hex rod to repair the stretcher.